Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep in (B)(6) that towards the end of a simple orthoscopic surgery on the shoulder, which had a lower than average use of the vapr electrode, the surgeon detected smoke from the electrode. Affiliate stated that the surgeon did not identify the specific source of smoke (the tip of the electrode or the suction tube). However, at that time the electrode's suction tube was connected to the wall suction as required by the manufacturer's instructions. The surgeon disconnected the suction tube from the wall suction and felt that the water temperature was not high. Since this was already the end of the operation, the surgeon completed the case with the vapr and did not connect another electrode. At the end of the operation, the patient was diagnosed with a second degree burn in the inner arm area near the armpit. There was no surgical delay reported. It was mentioned that the electrode used in the surgery was kept in the hospital waiting for collection by the company representative in order to send it for testing. It was not reported how or if the burn was treated. It was not reported if there was a medical intervention. It was not reported how the surgery was completed; if there was a prolonged hospitalization. The status of the patient post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional information: date of event: the date of event was reported as (B)(6) 2018 in the initial report. Subsequent follow-up with the customer determined that the event occurred (B)(6) 2018.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: investigation summary. Investigation summary: the device was received and evaluated. Visual observation reveals saline residue in the suction tubing, indicating the device has been used. The active tip appeared to be intact with no anomalies observed. During functional testing, the generator was able to recognize the device when connected and both the ablate and coagulate modes were activated with a footswitch and functioned as intended. This function was repeated 3 times to confirm continuity and the device functioned as intended. Therefore, this complaint cannot be confirmed. Manufacturing history for this batch was also reviewed and there is no evidence of any manufacturing anomalies. This product met all specifications when released. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual observation reveals saline residue in the suction tubing indicating the device has been used. The active tip appeared to be intact with no anomalies observed. During functional testing, the generator was able to recognize the device when connected and both the ablate and coagulate modes were activated with a footswitch and functioned as intended. This function was repeated 3 times to confirm continuity. Hence, this complaint cannot be confirmed. Furthermore, a DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction to previously entered investigation summary: investigation summary: the device was received and evaluated. Visual observation reveals saline residue in the suction tubing, indicating the device has been used. The active tip appeared to be intact with no anomalies observed. During functional testing, the generator was able to recognize the device when connected and both the ablate and coagulate modes were activated with a footswitch and functioned as intended. This function was repeated 3 times to confirm continuity and the device functioned as intended. Therefore, this complaint cannot be confirmed. Manufacturing history for this batch was also reviewed and there is no evidence of any manufacturing anomalies. This product met all specifications when released. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to monitor complaint trends for this device family as part of its ongoing post market surveillance activities. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.